Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Manufacturer narrative:
It is noted in labeling review that all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. It is a known risk that there may be subsequent revisions or surgical interventions of joint replacement devices. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision it is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis. Corrected data: no device evaluation pending.

Event description:
It was reported from canada that a patient experienced a hip revision surgery for reasons not reported. Original implant date was not found after search of company systems and was not reported. The surgeon replaced the "acetabulum" for reasons unknown. There is no allegation of device problem or malfunction. No additional information to report, asked but not provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00041, 1038671-2018-00042, 1038671-2018-00043, and 1038671-2018-00045.